Manufacturer narrative:
(B)(4). Batch: r59e1w. Investigation summary: the analysis results that one pse45a device was returned with no visual non-conformances and with a cartridge reload present. The reload was received partially fired 1/4 and broken with the pan dislodged and with 3 double drivers and 1 single driver out of position. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the laparoscopic total gastrectomy surgery, could not fire farther after fired 1/2 when severing stomach tissue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.